Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded intraocular lens (iol), large indentations / marks were found on the lens. The iol was immediately removed from the eye, and the standby lens was implanted. No further information provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes section d9: returned to manufacturer on: 27-may-2025 section h3. Device evaluated by manufacturer? Yes device evaluation: photographs provided by the customer were evaluated. The pictures showed an eye implanted with the suspect lens. Crack like marks were observed in the optical area of the lens. The material was also returned for evaluation. Visual inspection revealed that the plunger rod was fully advanced. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge, indicating that an adequate amount of ovd was used. The cartridge, lens module, handpiece, and plunger rod were inspected; no issues were identified. The lens was visually inspected revealing that the lens was coated in viscoelastic residue. The lens was cleaned and damage was observed on the optic of the lens. No other issues were identified. Conclusion: the complaint issue "lens damaged" was identified during photograph and product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.